Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval. Yes, d10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: a complaint of a cracked hub was received, from the customer. A sample was received, for investigation of the defect component damage. Through visual inspection, the customer complaint was confirmed. The female luer was cracked. A device history record review could not be performed on model 20027e, because the lot number is unknown. The supplier of the component was notified of this defect. An investigation was performed and the defect was confirmed. Due to the lot being unknown, the mold used could not be traced and a review of the component lot could not be performed. The root cause for the defect could not be determined.

Event description:
It was reported, while using bd smartsite¿ extension set. 0.2 micron filter backflow occurred, during infusion. There was no report of patient impact. The following information was provided by the initial reporter: 2. Item #: 20027e, lot#: unknown, date: 5/12/2023. Unclear what defect is. Blood was backing up in central line. Filter was changed and no issue since. 3. Items#: 20027e, lot#: unknown, date 4/30/2023. Cracked at hub, female end. This was discovered, when the nurse found patient¿s linens damp.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter backflow occurred during infusion. There was no report of patient impact. The following information was provided by the initial reporter: 2. Item # 20027e, lot unknown, date: 5/12/2023, unclear what defect is, blood was backing up in central line, filter was changed and no issue since. 3. Items #20027e, lot unknown, date 4/30/2023, cracked at hub, female end. This was discovered when the nurse found patient¿s linens damp.